Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultrasmart meter read inaccurately low compared to another meter (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately one month prior to contacting lfs. The patient reported a obtaining a blood glucose reading of ¿5.8 mmol/l¿ with the subject meter and ¿7.8 mmol/l¿ with another meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient manages their diabetes with oral medication, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported developing symptoms of ¿high blood sugar, feeling dizzy and sweaty¿ although it is unknown if the symptoms began before or after the alleged issue. In response to the symptoms, the patient reported attending the doctor¿s office the monday prior to contacting lfs where they were treated with a change in dose of their metformin medication. The patient claimed a blood glucose test was performed during the same doctor¿s office visit and an hba1c result of 7.8 was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged product issue began.